Manufacturer narrative:
H10. D10. Concomitants: 5248078, 80-01-52 - crown cup, cluster-hole competitor- 12/14 taper femoral head & stem lateral with ti/ha these devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported from ous/legal documentation that a patient had a total hip arthroplasty on (B)(6) 2018 and then required revision surgery on (B)(6)2023, approximately 5 years, 6 months after implant. The patient was discharged home on (B)(6) 2023 for further treatment. There is no other patient demographic, side affected, or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
H10. H3. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitants: 5248078 180-01-52 - crown cup,cluster-hole gr.52. 18cm02809 71343204 other non exactech components 12/14 taper femoral head. A1416476 11000436 other non exactech components stem lateral with ti/ha. The following sections were corrected: b2. H6. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. The most likely cause for the revision reported due to a defective device is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.